Event description:
The customer contacted physio-control to report that their device had a service wrench icon on the display. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not detect a test patient load was connected; therefore it would not be able to charge and shock, if necessary.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issues. Physio observed that the service wrench was due to a non-critical event code in the device's memory. Physio determined that the digital pcb assembly caused the device to not recognize a connected patient in order to charge and shock. Further component level cause could not be determined. Physio observed that the digital pcb assembly led to the failure of an integrated circuit (ic) chip, designator u22, of the analog pcb assembly. As a result, the analog pcb assembly no longer had analog to digital (ad) output and would not recognize a connected patient in order to charge and shock. The customer was provided with a replacement device.